Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the provided picture showed the cone of the pbp (pre blood pump) and return male luer locks were broken. The reported condition is verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100, the luer connector was observed to be damaged (not further specified). There was no patient injury or medical intervention associated with this event. No additional information is available.